Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly broke. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing a cutting function at the time of the event. There was no instrument collision. The head of the instrument was found to be damaged. It was confirmed no fragments fell inside the patient during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. The blade broke at roughly 0.231 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure was typically related to mishandling or misuse.